Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 15115705, model/ catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning sensation as the leads had shorted out. The patient underwent an explant procedure. No further information could be obtained.